Event description:
It was reported that during a da vinci hysterectomy procedure, the mega suturecut needle driver instrument had broken wires that were noted to be out. There was no report that any piece(s) from the instrument fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's grip cable is broken at the proximal clevis hub. The cable segment sticks out at the wrist. The proximal clevis hub does not exhibit any wear. The other cables at the wrist are not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken grip cable could likely cause or contribute to an adverse event if the failure mode were to recur.